Manufacturer narrative:
Concomitant medical products and therapy dates: amlodipine besylate 5mg oral tab, atorvastatin 20mg oral tab, atorvastatin 40mg oral tab, glipizide 5mg oral tab, hydraalazine hcl 25mg oral tab, losartan 100mg oral tab, metformin hcl 500mg oral tab, metoprolol tartrate 25mg oral tab, flomax 0.4mg, aspirin 81 mg oral tab. (B)(4) - the device remains implanted, and the delivery catheters were discarded at the facility. An analysis of relevant data will be performed in view of supporting the identification of possible causes for the adverse event.

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of an iliac artery aneurysm using gore® excluder® iliac branch endoprostheses. It was reported that there was an acute angle into the patient's right internal iliac artery, and as a result the gore® excluder® internal iliac component was unable to advance into the artery. Reportedly the physician began rotating the device in order to attempt device advancement. Excessive rotation was noted. As a result, the delivery catheter broke at the trailing olive bond at the distal end of the constrained device. The physician attempted to remove the internal iliac component though the introducer sheath. Unintentional deployment occurred as removal was attempted. The device reportedly deployed within the internal iliac gate of the iliac branch component. It was also reported that the leading olive tip separated from the delivery catheter. It was reported that the patient's right internal iliac artery was covered. The internal iliac component and separated leading olive tip remain in the patient. There were no further reported issues. The patient tolerated the procedure.

Manufacturer narrative:
H.6. Results code 2 updated. H.6. Results code 2: code 213 - the engineering evaluation showed the following: the device was not returned for evaluation. The field sales associate shared the following: the patient had an acute angle into the right internal iliac artery. The physician rotated the device in order to attempt device advancement. The catheter broke at the trailing olive bond. The physician attempted to remove the device though the introducer sheath. Unintentional deployment occurred as removal was attempted through the introducer sheath. The gore® excluder® iliac branch endoprosthesis instructions for use (IFU) clearly states: do not rotate any delivery catheters while the endoprosthesis is inside the introducer sheath. Catheter breakage or separation or premature deployment have occurred and may result in potential patient harms. Do not rotate the internal iliac component (iic) delivery catheter during delivery, positioning or deployment. Catheter breakage or separation or premature deployment have occurred and may result in potential patient harms. Do not advance the device outside of the sheath while tracking it into position. Catheter breakage or premature deployment have occurred and may result in potential patient harms. Do not attempt to withdraw any undeployed endoprosthesis through the introducer sheaths. The sheath and catheter must be removed together. Catheter breakage or separation or premature deployment have occurred and may result in potential patient harms. Do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter breakage or separation and reintervention resulting in potential patient harms. Because the device was not returned for evaluation the physician¿s observations for leading catheter separation could not be confirmed. The cause for the catheter breakage could not be determined with the available information. However, the reported rotation of the device as well as the reported removing the device through the introducer sheath may have contributed to the event. H.6. Conclusions code 1 updated. H.6. Conclusions code 2 added. H.6. Conclusions code 2: code 18 - the IFU in place at the time of the procedure included the following relevant warnings: do not rotate any delivery catheters while the endoprosthesis is inside the introducer sheath. Catheter breakage or separation or premature deployment have occurred and may result in potential patient harms. Do not rotate the internal iliac component (iic) delivery catheter during delivery, positioning or deployment. Catheter breakage or separation or premature deployment have occurred and may result in potential patient harms. Do not advance the device outside of the sheath while tracking it into position. Catheter breakage or premature deployment have occurred and may result in potential patient harms. Do not attempt to withdraw any undeployed endoprosthesis through the introducer sheaths. The sheath and catheter must be removed together. Catheter breakage or separation or premature deployment have occurred and may result in potential patient harms. Do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter breakage or separation and reintervention resulting in potential patient harms.